Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the heavily tortuous and moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left subclavian vein with moderate calcification, heavy tortuosity and 100% chronic total occlusion. The 12x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter ruptured on the first inflation to 10 atmospheres during use. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.